Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The device shows error code 1871. The root cause was unable to be determined. However, the motor will be exchanged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an error lec. There was no patient involvement and no patient harm/adverse event reported.